Event description:
It was reported that the right atrial (ra) lead had no capture. X-ray revealed that the lead had dislodged and was near the tricuspid valve. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2014. (B)(4).